Event description:
A file separated in the canal during a procedure. The patient was referred to a specialist, though ultimately opted to seek treatment from another doctor and have the tooth extracted.